Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve via the left subclavian artery, a cutdown was performed, and a 14 fr non-medtronic (dryseal) sheath was inserted for dilatation. The sheath was exchanged for the delivery catheter system, and the valve was deployed; however, a frame expansion issue occurred due to heavy calcification of the valve leaflets. A post-implant balloon aortic valvuloplasty was performed. The 14 fr non-medtronic (dryseal) sheath was removed, and final angiography of the left subclavian artery was performed. An arterial dissection was observed above the calcification at the start of the left subclavian artery bend. Subsequently, a self-expanding non-medtronic (epic 11 mm x 60 mm) stent was implanted from the left subclavian artery to the anastomotic segment of the aortic arch. Following stent implant, angiography showed no issues, and the procedure was completed. No additional adverse patient effects were reported. Additional information was received that the minimum diameter of the access vessel was 5.4x5.6mm. It was noted that the dissection occurred when the inline sheath was inserted, but the exact timing was unknown. However, the damage was confirmed by the final angiography performed before the wound closure/surgical incision after the valve placement. In addition, the patient¿s tortuous anatomy and calcification of the blood vessel contributed to the dissection. No adverse patient effects were reported. Additional information was received that the expansion defect remained at the end of the valve implant procedure. In addition, no improvement was achieved by performing a post-implant extension. No adverse patient effects were reported. Additional information was received that when the valve was advanced using the inline sheath, it was difficult to pass through the proximal region the left subclavian artery. The valve passed the aorta while changing direction slowly. Anterior dilation as performed, and the valve was placed. The guidewire was pulled out to the distal portion of the left subclavian artery. When attempting to pass the guidewire again, the guidewire was unable to advance from the proximal region of the left subclavian artery. Several attempts were made to reach the ascending aorta but were unsuccessful. The guidewire finally reached the closest position to the valve. A 6 french pigtail catheter was placed on the guidewire and carried to the ascending aorta for contrast imaging. Subsequently, a dissection was observed from the ascending aorta to the aortic arch. Treatment following the procedure continued in the intensive care unit, with a focus on blood pressure management. No additional adverse patient effects were reported. Additional information was received that following the valve implant procedure, it was reported that the physician did not explicitly say that a non-medtronic guidewire caused or contributed to the dissection. No adverse patient effects were reported.